Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
It was also reported that there was no stimulation sensation on the left side. This started 4 days prior to the notified dated. The patient adjusted group a ¿ program 1 from 0.0 to 2.30v, and program 2 from 0.0 to 1.9v; the patient only felt stimulation on the right side. The patient then adjusted group b ¿ program 1 from 3.70v to 6.60v, and program 2 from 3.20v to 5.00v; the patient only felt stimulation on the right side. It was noted there were no other programs or groups available. The patient was recommended to see a healthcare provider (hcp) to check impedances or adjust internal programming. It was noted that the patient initially thought there was a malfunction with the patient programmer (pp). After the patient was walked through switching groups and adjusting programs, the reported issue was resolved and the pp was functioning as designed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).